Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system issue due to a possible infection. The patient was going to be checked for endocarditis. The patient was given oral antibiotics. There were no additional adverse effects reported.

Event description:
Additional information noted that the patient was found to not have endocarditis and was discharged home.